Event description:
As reported: "subject: 300-034 infinity¿ with adaptis¿ total ankle replacement follow-up (itar2). (B)(6) 2022: wound dehiscence. Delayed wound healing. Small area of wound dehiscence noted in the flap area of the incision at the 3 week post op visit. Recommendations included xeroform dry dressing changes daily, wash with soap and water, continue nonweight bearing, and follow-up in 1 week. (B)(6) 2022: improving. Incision is healing well. 1 small area of eschar. Follow-up 2-3 weeks. (B)(6) 2022: worsening. Redness around incision site with new drainage. Recommend irrigation and debridement with IV antibiotics and revision with poly exchange. Everlast poly was removed and discarded. (B)(6) 2022: improving. (B)(6) 2022: improving. Incision healing well. Medihoney and gauze dressing. Daily dressing changes. Okay to wash with soap and water. Nonweight bearing. Home pt, very gentle ankle range of motion. (B)(6) 2022: improving. Incision healing well. Incision has almost fully healed, just 1 pinpoint area that he can continue medihoney and gauze in the next few days until this heals up. Gradual progression to full weightbearing in the tall boot. Commence physical therapy. (B)(6) 2022: improving. Incision healing well. Continue with cushioned athletic shoe. Finish out physical therapy. Revision surgery with poyethylene exchange on (B)(6) 2022."

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Sterility assurance reviewed sterility documents and noted: more detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.